Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the male external catheter had strong adhesive. The catheter reportedly had to be pulled up and cut in order for it to be removed.

Event description:
It was reported that the male external catheter had strong adhesive. The catheter reportedly had to be pulled up and cut in order for it to be removed.

Manufacturer narrative:
The reported event was inconclusive due to the condition of the sample. Visual inspection noted one used ultra flex mec was received with the original packaging. Visual evaluation noted the sample was used and therefore could not be tested. Therefore the results of the investigation were inconclusive due to poor sample condition. A potential root cause for this failure could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.